Event description:
It was reported that a patient underwent a wound closure of lap left nephrectomy procedure in 2021 and suture was used. During the procedure, the needle broke near the swage part. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the needle got broken? [Ans: yes]. Could you please confirm if the suture got separated from the needle? Please confirm [ans: no, it was the broken needle.]. Did the surgery was completed successfully? If yes. What was used to complete the procedure? [Ans: yes, with another pack]. What is the lot number? [Ans: lot qmmkxu]. Investigation summary: photo analysis: a word document with two pictures were received for evaluation. Upon visual inspection of the picture, it was observed an opened box and a breakage needle of product code pdp9254. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the needle got broken? [Ans: yes]. Could you please confirm if the suture got separated from the needle? Please confirm [ans: no, it was the broken needle.]. Did the surgery was completed successfully? If yes. What was used to complete the procedure? [Ans: yes, with another pack]. What is the lot number? [Ans: lot qmmkxu]. Investigation summary: photo analysis: a word document with two pictures were received for evaluation. Upon visual inspection of the picture, it was observed an opened box and a breakage needle of product code pdp9254. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a wound closure of lap left nephrectomy procedure in 2021 and suture was used. During the procedure, the needle broke near the swage part. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle, product code pdp9254h was returned for analysis. Upon visual analysis of the returned sample, it was revealed that the needle broke in the stamping area. The cylinder bore was examined at 20x magnification. In addition, the end of the suture was observed with a correct insertion mark. Based on the conditions of the returned sample, no bump test could be performed. Additional analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and the surrounding area of the needle. The fracture surfaces were examined at multiple locations to determine the fracture mode. The fracture evaluation was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system.